Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation during right ventricular (rv) lead pacing. It was also reported the patient experienced phrenic nerve stimulation. The rv lead exhibited high threshold. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.